Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported that they saw a por message on their patient programmer when they were checking the status of the ins to see if it was still working. Agent reviewed meaning and potential causes of por and redirected the patient to their healthcare provider to further address the issue. The patient mentioned that they already called their hcp on friday but never got a call back, so they called the hcp again yesterday and the hcp said they would give the patient's number to a mdt rep. The patient had not heard from a mdt rep yet, so they said they will wait another day and will call their hcp again if they still haven't heard from anyone.

Event description:
Additional information was received from the patient. They reported that the cause of the por was determined to be that the battery reached end of service. The steps taken to resolve the issue was that they had their device replaced with another manufacturers device. They confirmed the issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.